Event description:
It was reported that the customer was hospitalized last (B)(6) 2015 with high blood glucose. Customer's blood glucose was 421 mg/dl. Customer had high blood glucose and possible kidney problems. Customer's symptoms were disoriented and weak. Customer was not in an accident and was wearing the insulin pump at the time of the event. After the troubleshooting, it was found that the insulin pump is functioning as designed. The customer was advised to speak with healthcare provider regarding possible changes in the bolus/basal settings. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.